Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. There was no further description of the breach in aseptic technique. Peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset and completing one day prior to the receipt of this report, the patient was treated with vancomycin 50 milligrams intraperitoneally (frequency not reported) and ceftazidime 1 gram intraperitoneally (frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. The same day antibiotic therapy was discontinued (one day prior to the receipt of this report), the patient was discharged from the hospital. The patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.